Event description:
Reported issue: during a heart surgery the needles break off during use. The used suture was discarded. No device parts fell inside the patient and there was no reported injury.

Manufacturer narrative:
(B)(4). No issues or discrepancies were found in the device history record of product code d-7004m4k/batch 74h2100477 that can be related to the failure mode reported. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.